Event description:
It is reported that upon opening the continuum dome and screw hole plug pack, it was found that there was no dome hole plug, but an additional screw hole plug. The shell was implanted without the plug.

Manufacturer narrative:
This report will be amended when our investigation is complete.